Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Subsequently, it was reported that the pump battery gauge was observed to be jumping. The customer¿s blood glucose was 130(mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.